Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture. Continued h6 (health effect ): f2203.

Event description:
Healthcare professional reported right side device rupture diagnosed by MRI. Device has been explanted.

Event description:
Healthcare professional reported right side device rupture diagnosed by MRI. Device has been explanted. Healthcare professional later reported "nodule on 5 mm".

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed, broken the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lump/nodule: unable to observe as it is a medical event that is not related to the device. No additional observations. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side device rupture diagnosed by MRI. Device has been explanted. Healthcare professional later reported "nodule on 5 mm".